Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced feeling lethargic, had trouble breathing and fainted. It was unknown how, but the patient went to the emergency room and when a fingerstick was taken the cgm reading was low, and the blood glucose reading was 721 mg/dl. The patient would have experienced ¿early¿ diabetic ketoacidosis. No specific treatment was reported, and it was unknown how much time the patient stayed at the hospital. No other details were documented and attempts to contact the patient for more information were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.